Event description:
It was reported that the following issue was observed on the device: ¿too many pumps, not enough time. Sent to cess for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the lighthouse on the front door was broken, so I had to replace the door. Some segments were going out on the top row of the display, so I replaced the display board as well. The pressure sensors tested fine, but there are around 48 pressure sensor errors on october 6. That is a crazy amount of errors and I have replaced both of the pressure sensors to try and prevent that from happening again.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.